Event description:
A caller reported that the t: slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter and following troubleshooting steps. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the caller was informed about the necessary steps upon receiving the replacement. The customer will use a multiple daily injection (mdi) backup therapy to ensure continuous insulin delivery, and the problematic pump will be returned to tandem.